Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the device has no image issues. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head's image continuously flickered when plugged in. The issue occurred during a diagnostic percutaneous nephrolithotomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the camera head's image continuously flickered when plugged in. The issue occurred during a diagnostic percutaneous nephrolithotomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.